Event description:
Healthcare professional reported that during implant seating of the valve became difficult and the surgeon elected to abandon the valve and implant a mechanical valve. The surgeon felt that the problem was due to the pt's anatomy; however, he was returning the valve for evaluation.